Manufacturer narrative:
Device evaluated by MFR: the main coil, the introducer sheath, and the delivery wire were returned. Visual and microscopic inspections were performed, and it was observed that the main coil was bent and stretched at the coil arm and primary coil section. Moreover, the coil arm was detached. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27nov2024. It was reported that the coil was unraveled. The patient was undergoing a stent graft insertion procedure for treatment of an abdominal aneurysm. The target location was in the moderately tortuous right internal iliac artery. A 10mm x 40cm interlock-35 coil was selected. However, during the procedure it was noted that the coil was unraveled. The procedure was completed with a different device. No patient injury was reported. However, device analysis revealed the coil arm was detached.